Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge; the distal end of the glass cap within the metal cap is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that during a bph prostate procedure, the first fiber issue "excessive heat" error at 162 joules and 2:00 minutes of usage. The fiber was exchanged; the second fiber issue ¿defective tip" at 140,767 joules and 37:00 minutes of usage. The fiber was exchanged; and the case completed. Patient outcome: no patient or user injury reported. This report is for the first fiber.